Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer disconnected from the pump to shower and when reconnecting, the pump unexpectedly shutdown. Customer was unable to deliver a bolus for blood glucose level of 273 mg/dl; therefore, customer administered an injection. Customer reverted to manual injections for management of blood glucose levels.